Event description:
Reporter allegedly was unable to give the test strip drum information for the glucose monitoring device, because the lot number is "rubbed". Reporter stated no treatment was received. A request was made for the return of the suspect product and replacement product was sent.